Event description:
MFR received a report from a dealer alleging that the concentrator "caught fire" while not in use. The family alleges that the unit was plugged in, but not at the time of the incident.